Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite add-on burette set separated. The following information was provided by the initial reporter: the spike/closure piercing device, which connects to the IV bag, has been detaching. One packet arrived with the spike already separated from the tubing, and others have become disconnected while pitocin was infusing. Additional information received from the customer: what was the impact to the patient? On (B)(6) 2025 pitocin bag and tubings changed immediately after the incident. Incident interrupted continuous administration of medication. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details no.

Manufacturer narrative:
It was reported by the customer that the spike/closure piercing device, which connects to the IV bag, has been detaching. One packet arrived with the spike already separated from the tubing, and others have become disconnected while pitocin was infusing. One photo was received for quality evaluation. Inspection of the photo indicates that the spike separated from the infusion set tubing. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for a possible root cause analysis. Due to a physical sample not being provided, an exact root cause could not be determined. A possible root cause could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. No actions were taken because the product of this product was moved to a new location after this production lot had already been produced. The current work constructions at the new manufacturing site have the controls to assure the proper assembly between components. A device history record review for model 82113e lot number 25019315 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.